Event description:
A (B)(6) male with history of prostate ca and prostatectomy had dvt of the left lower extremity. On (B)(6) 2016, patient had attempted insertion of ivc filter with venogram. Since the left iliac vein was clotted, it was decided to go on the right side. Cv surgeon was able to cannulate the vein, but could not pass the wire. So therefore the ultrasound machine was used and it was noted that the vein was posterior to the artery. Ir recommended jugular approach. Then, the right internal jugular was tapped, through which a wire was passed. However, cv surgeon could not pass the wire too far below the diaphragm, and the wire met resistance. Therefore, a venogram was done and this showed there was complete occlusion of the ivc about 3 inches below the diaphragm with collateral formation. Because of that, the sheath was removed from the neck and pressure was applied to the puncture site. The procedure was terminated and the pt. Was d/cd home. The pt. Returned to the ed on (B)(6) 2016 with c/o bilateral leg pain and swelling. Cta of chest showed a linear metalic foreign body within the right common femoral vein, approx. 1 cm. Cv surgeon felt retained broken wire would not cause harm and would not travel, especially with the patient's preexisting inferior vena cava occlusion. Patient was transferred to a tertiary care facility where he had his original prostatectomy due to the presence of bilateral dvt's and complete occlusion of the ivc. The vascular surgeon at the facility did not feel surgery was indicated on this patient, and refused to accept the patient. The vascular medicine doctor accepted the patient with the plan for aggressive anticoagulation therapy.